Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and a service history review were performed. The f-49 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-49 alarm (malfunction in real time clock: abnormal rtc data). There was no patient involvement. No additional information is available.